Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2025 in which the ipg was moved.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.